Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the power cord broke when unplugging from the wall. Positive and negative prongs broke off in the wall outlet the ground stud was fine. There was no patient involvement.

Manufacturer narrative:
The power cord was returned to the manufacturer for failure investigation. The failure investigator found both the hot and neutral prong of the customer returned power cord were pulled out of the connector when the customer unplugged it from the wall outlet. The prongs were not bent and showed no signs of abuse. No signs of arcing were found. Both connector ends of the prongs had broken off inside the connector. The damage was considered to be a premature product failure.

Manufacturer narrative:
Device evaluation and repair: the hospital biomedical engineer confirmed the reported issue. Resolution and disposition: the manufacturer shipped the hospital a replacement power cord. The power cord was replaced by the hospital biomedical engineer and returned to the manufacturer for failure investigation. The device successfully passed performance specification testing.